Manufacturer narrative:
A service report completed and dated 01/18/16 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. There was no fault with the device as manufactured. Device was found to be functioning within dornier specifications. Eight other additional hematoma cases were noted on the same device in 2015; further information regarding these cases could not be obtained. Dornier medtech america, inc. (The reporter) is submitting the reprot on behalf of dornier medtech systems (the manufacturer) per exemption number e2012002. Incident occurred in japan.

Event description:
Hematoma reported.